Manufacturer narrative:
The strips were returned for investigation. The returned strips were tested in comparison to a retention meter and masterlot strips. Since no strips were returned in vial #2, only vial #1 was used for testing. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr, donor 2 inr: 2.9 inr. Donor 1 hct: 43%, donor 2 hct: 40%. Testing results: donor 1: retention meter with masterlot strips: 2.2 inr, retention meter with customer strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.9 inr, retention meter with customer strips: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Manufacturer narrative:
(B)(6).

Event description:
The customer's wife complained of discrepant inr results from coaguchek xs meter serial number (B)(4). At 08:37 am the result from the meter was 6.2 inr. The customer did not trust the result. At 08:44 am the result from the meter was 6.0 inr. At 08:46 am the result from the meter was 3.0 inr. At 08:48 am the result from the meter was 3.1 inr and the customer informed his physician. The customer used a different finger for each measurement. There was no allegation of an adverse event. The customer's condition was good. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no recent illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 3 - 4 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.